Event description:
Dexcom g7 sensor failed and this was the 3rd such failure in last 6 months. Complained to dexcom [again] and they reluctantly agreed to slowly send a replacement --- last time took over a week. Ref report: mw5150718, mw5150719.